Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated his cgm and bg are usually 10-15 points off from each other but during this session they were 60-70 points off and he had to calibrate more frequently than his normal schedule of twice daily. He had difficulty providing comparative values when asked and kept mentioning information from previous sensor sessions. He stated that he was hospitalized on (B)(6) 2019 due to high bg levels related to the inaccuracy and was treated with insulin, and zofran for nausea. He later stated that the cgm had given him a high alert for a value of 205 mg/dl (high setting at 200 mg/dl) but the actual bg was higher at 290 mg/dl. At the time of the report the patient was still in the hospital and still had the sensor in place. He stated that his values that day were still discrepant, with the cgm reading 128 mg/dl and the bg at 179 mg/dl. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.